Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was they noticed about around the 10th or 11th of june it seemed like their device was working. They used to feel it once in a while and they could not feel any stimulation and it seemed like they were "not holding" like they had been. The patient said yesterday they decided they better check something and used their programmer to connect but the screen would not show the program. The patient said they put new batteries in the programmer, but that did not resolve the issue. The patient described the poor communication screen (event date for poor communication: (B)(6) 2022). The patient said they called their doctor's office about their issue and were told to call the manufacturer. The patient was worked with to try the programmer with and without the antenna and remove the batteries and check the battery compartment. The patient reported the battery compartment looked fine. The possibility the ins battery may have reached the end of its service life was reviewed. The patient said their doctor had told them their stimulator should last approximately five years and they were about six years; that was why they called the doctor but were told to call the manufacturer. It was reviewed the manufacturer could replace the programmer and if they got the same result when using the replacement they should report the issue to their doctor. An email was sent to repair to replace the device, which noted they received poor communication with and without the antenna and the patient had brand new good batteries, the battery compartment looked fine, and the patient would see the doctor if the replacement programmer did not connect.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.